Event description:
It was reported by a hosp that one unit of a custom kit was noted upon receiving to have a slash in the tyvek portion on the kit pouch, thereby compromising sterility. The kit was not used.